Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding. Impella 5.5 with smart assist for use during cardiogenic shock. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ thrombus limb ischemia section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced access site bleeding that required emergent femoral cutdown, vascular repair, and withholding of heparin. Additionally, a large lv clot (thrombus) was noted with no specified resolution. The patient also experienced limb ischemia with no specified resolution. Patient was noted to have a fever, elevated white blood count, and urinary tract infection.

Event description:
The complainant also reported that the team was changing the purge cassette (pc) when the automated impella controller (aic) alarmed and failed. The team replaced the pc and the aic. The pump experienced several unknown placement alarms that were resolved by lowering the p level.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for investigation. Data logs were returned for analysis. Data logs show alarm # 4024 pcdisplay purge fluid detect error. There were impella position unknown alarms throughout the case. There was an "impella disconnected while running" alarm causing motor current, placement signal, and purge pressure spikes, and drop in purge flows, motor speed, and mean flows. The 5s parameters like snr, gain, and contrast also saw a spike. Outside of the aforementioned event, all parameters showed normal trends, with placement signal spiking to 3000 randomly but not regularly, with no known pattern. There were no motor current spikes outside of p-level changes. Clinical details revealed that there was minimal drainage from jp and that there was a small hematoma in the left groin region. A large lv clot was detected during ECMO weaning. Patient felt left leg numbness from ischemia which was improving with the patient walking while on support. The patient also suffered from fever and tested positive for uti. There were impella position unknown alarms when the patient moved around, which were brief and self-resolving. Echo confirmed that the pump was out of position when positioning alarms were triggered again, with pump being 6.6cm in the lv. There was some access site bleeding when a pac was placed in the patient, and blood was administered to counter the loss. Purge cassette failure: the root cause of the purge cassette failure was not determined since product was not returned for investigation and lack of sufficient clinical details. Access site bleeding - major: the root cause of the access site bleeding was most likely patient condition as bleeding at multiple sites was mentioned during support in the clinical details. Thrombus: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Limb ischemia - reversible: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Infection/sepsis: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Optical signal issue: the root cause of the optical signal issue was most likely patient movement which caused improper positioning. It was mentioned in the clinical details that echo confirmed that the pump was out of position, which was confirmed by the data logs with the impella position unknown alarms, which in turn were caused when the patient moved according to the clinical details. The data logs and clinical details were further investigated for positioning issues. Positioning issues: the root cause of the positioning issues was most likely patient movement. It was mentioned in the clinical details that there were impella position unknown alarms when the patient moved around which were self-resolving, which most likely could have moved the position of the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated. G1 reporting contact email updated.